Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031). Orthofix (B)(4) checked the internal records related to the controls made on the tl-hex ring code 56-21460 lot number v1405826 before the market release. No anomalies have been found. The original lot, manufactured in 2015, (B)(4) devices. The bolt and the nut involved were removed and discarded by the hospital. Unfortunately also the batch numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031) a technical evaluation of the devices involved in this event was not possible as one of them (ring code 56-21460) is currently in use by patient while the other two devices (bolt code 54-1152 and nut code 50-1008) were discarded by the hospital and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the device currently in use becomes available. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031. Device discarded by the hospital.

Event description:
The information initially provided by the local distributor indicates: "yesterday, I attended the first tl hex surgery at (B)(6) hospital! (They have made a trauma case before, with the rapid struts). Very severe neuropathic arthropathy in the right foot - this is the last chance to rescue the foot. We stripped one of the locking screws. With the current prescription there will be no need to change struts, but it's possible we will create new cases during the correction. What is you recommendation to handle this situation, if we need to change struts.". Information included in the presentation attached to the email notification: male patient, (B)(6) yrs. Right foot, neuropathic arthropathy. Forefoot dorsally translated 20 mm, overlapping tarsal bones 30 mm and 15 degrees supination. Open surgery contraindicated. Amputation considered as treatment option, but already performed on the other foot sawbone workshop before the surgery a 5/8 tl hex ring distally, plantar opening connected with 5/8 tl+ ring for fixation of the metatarsal bones (two wires). Full tl hex ring proximally for fixation in calcaneus (two wires) and talus (one wire) halfpin in tibia, to prevent some equinus. Two hrs surgery. Two surgeons, specialists in trauma. One scrub nurse. One sales rep. Positions of the rings almost perfect! Distal ring chosen as reference ring and patient considered to be "upside down." Problems during surgery: one locking screw in the 5/8 tl hex ring was stripped (hex driver not fully seated when locking). One wire bolt and one nut cross threaded - the bolt snapped when surgeon tried to remove the nut. Follow up meeting the day after. Post op pictures. Patient "upside down" - the forefoot is considered to be the proximal part of the deformity in the software. Also changed right to left side, to keep medial/lateral aspect of deformity (but the lateral view is now a medial view!) Lengthening will be performed before correction of the dorsal translation. X-ray in the end of the lengthening prescription - probably creating new case in the software for the correction. Hopefully, we will not need to change struts 3 or 4. On (B)(6) 2016 orthofix (B)(4) received the following information from the local distributor: "briefly, I would say this was a technical error, caused by one of the surgeons". On march 31, 2016 orthofix (B)(4) received from the local distributor the completed complaint form with the following information : - products code: 56-21460 (modular 5/8 ring, 200mm, tl-hex), 54-1152 (tl,bolt, wire fixation, universal) and 50-1008 (tl, nut, stainless steel, 10mm); please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031. - batch number: v1405826, n/a and n/a respectively. - quantity: (B)(4) each. - hospital name: (B)(6) hospital. - surgeon's name: not provided. - date of surgery: (B)(6) 2016. - body part to which device was applied: right foot. - surgery description: lengthening, correction. - patient information: (B)(6) years male patient with bilateral neuropathic arthropathy - problem observed during: clinical use on patient/intraoperative. - event description: one universal wire fixation bolt cross-threaded with a nut, due to a technical error by the surgeon. The bolt and nut were removed and disposed. Further, the head of one of the locking screws on the 5/8 plate were stripped, due to the screwdriver was not fully engaged inside the head, when applying the torque. - the device failure did not have any adverse effects on patient. - the initial surgery was completed with used device. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - copies of the operative reports are not available. - copies of the x-ray images are not available. - patient current health condition: no further demand for support from the surgeon at this point. Patient still in correction process. Please also kindly refer to MFR report 9680825-2016-00029 and 9680825-2016-00031. (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031). Orthofix (B)(4) checked the internal records related to the controls made on the tl-hex ring code 56-21460 lot number v1405826 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. The bolt and the nut involved were removed and discarded by the hospital. Unfortunately also the batch numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031). A technical evaluation of the devices involved in this event was not possible as one of them (ring code 56-21460) is currently in use by patient while the other two devices (bolt code 54-1152 and nut code 50-1008) were discarded by the hospital and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the device currently in use becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case the surgeon "stripped" the stud locking screw between struts 3 & 4 in a tl hex frame. The patient has a severe neuropathic foot (charcot foot), and has a significant deformity. The stud locking nut is firmly closed and the suggestion seems to be that the hex driver was not fully inserted when it stripped: I assume that they mean that the hex socket deformed and is no longer functional. The treatment will consist of two phases: the first one of lengthening is now complete, and they will start the correction phase with a new prescription. All seems to have gone to plan, and the patient is having the anticipated treatment. The surgeon also broke a wire locking bolt after it became cross threaded. We are not aware of any delay in treatment caused by these events. We must await more information.". Final comments: a technical evaluation of the devices involved in this event was not possible as one of them (ring code 56-21460) is currently in use by patient while the other two devices (bolt code 54-1152 and nut code 50-1008) were discarded by the hospital and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the device currently in use becomes available. The medical evaluation evidenced as follow: "in this case the surgeon "stripped" the stud locking screw between struts 3 & 4 in a tl hex frame. The patient has a severe neuropathic foot (charcot foot), and has a significant deformity. The stud locking nut is firmly closed and the suggestion seems to be that the hex driver was not fully inserted when it stripped: I assume that they mean that the hex socket deformed and is no longer functional. The treatment will consist of two phases: the first one of lengthening is now complete, and they will start the correction phase with a new prescription. All seems to have gone to plan, and the patient is having the anticipated treatment. The surgeon also broke a wire locking bolt after it became cross threaded. We are not aware of any delay in treatment caused by these events. We must await more information.". A complete medical evaluation of the case was not performed as some information about the medical procedure, was not made available, i.e. Copies of the operative report, copies of the pre and post-operative x-rays and the devices availability for the technical evaluation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031. Device discarded by the hospital.

Event description:
The information initially provided by the local distributor indicates: "yesterday, I attended the first tl hex surgery at (B)(6)! (They have made a trauma case before, with the rapid struts). Very severe neuropathic arthropathy in the right foot - this is the last chance to rescue the foot. We stripped one of the locking screws. With the current prescription there will be no need to change struts, but it's possible we will create new cases during the correction. What is you recommendation to handle this situation, if we need to change struts.". Information included in the presentation attached to the email notification: male patient, (B)(6). Right foot, neuropathic arthropathy. Forefoot dorsally translated 20 mm, overlapping tarsal bones 30 mm and 15° supination open surgery contraindicated. Amputation considered as treatment option, but already performed on the other foot sawbone workshop before the surgery. The 5/8 tl hex ring distally, plantar opening connected with 5/8 tl+ ring for fixation of the metatarsal bones (two wires). Full tl hex ring proximally for fixation in calcaneus (two wires) and talus (one wire). Halfpin in tibia, to prevent some equinus. Two hrs surgery. Two surgeons, specialists in trauma. One scrub nurse. One sales rep. Positions of the rings almost perfect! Distal ring chosen as reference ring and patient considered to be "upside down" problems during surgery: one locking screw in the 5/8 tl hex ring was stripped (hex driver not fully seated when locking). One wire bolt and one nut cross threaded - the bolt snapped when surgeon tried to remove the nut... Follow up meeting the day after. Post op pictures. Patient "upside down" - the forefoot is considered to be the proximal part of the deformity in the software. Also changed right to left side, to keep medial/lateral aspect of deformity (but the lateral view is now a medial view!). Lengthening will be performed before correction of the dorsal translation. X-ray in the end of the lengthening prescription - probably creating new case in the software for the correction. Hopefully, we will not need to change struts 3 or 4... On march 11, 2016 orthofix (B)(4) received the following information from the local distributor: "briefly, I would say this was a technical error, caused by one of the surgeons". On march 31, 2016 orthofix (B)(4) received from the local distributor the completed complaint form with the following information : products code: 56-21460 (modular 5/8 ring, 200mm, tl-hex), 54-1152 (tl,bolt, wire fixation, universal) and 50-1008 (tl, nut, stainless steel, 10mm); please also kindly refer to MFR reports 9680825-2016-00029 and 9680825-2016-00031. Batch number: v1405826, n/a and n/a respectively. Quantity: 1 each. Hospital name: (B)(6). Surgeon's name: not provided. Date of surgery: (B)(6) 2016. Body part to which device was applied: right foot. Surgery description: lengthening, correction. Patient information: (B)(6) patient with bilateral neuropathic arthropathy. Problem observed during: clinical use on patient/intraoperative. Event description: one universal wire fixation bolt cross-threaded with a nut, due to a technical error by the surgeon. The bolt and nut were removed and disposed. Further, the head of one of the locking screws on the 5/8 plate were stripped, due to the screwdriver was not fully engaged inside the head, when applying the torque. The device failure did not have any adverse effects on patient. The initial surgery was completed with used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: no further demand for support from the surgeon at this point. Patient still in correction process. Please also kindly refer to MFR report 9680825-2016-00029 and 9680825-2016-00031. Manufacturer reference number: (B)(4).